Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent connection in a-b cable for the pulse wire between ECG a and front te. The root cause for the intermittent connection could not be positively identified. There was no adverse event that resulted from the damaged belt.